Manufacturer narrative:
This report is submitted on august 24, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with device use resulting in the decision to explant the device. The device was explanted (B)(6) 2017 (specific date not reported) and the patient was re-implanted with another manufacturer's device during the same surgery.